Event description:
It was reported that the physician was unable to backload the wire at the lead tip. The lead met resistance but the physician felt that he was in the lumen. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed; no anomalies found. It was noted that the lobe was distorted/bent; damaged at implant.